Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the image showed dropout due to bubbles, and after multiple flushes, the physician noted that it never had a clean run. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
H6 device codes: corrected. E4 init rptr also sent rep to FDA: corrected.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the image showed dropout due to bubbles, and after multiple flushes, the physician noted that it never had a clean run. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.